Event description:
The patient reportedly experienced overly loud stimulation followed by pain. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Revision surgery has been scheduled.